Manufacturer narrative:
Other applicable components are: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). After the spinal cord stimulator lead implant, the physician performed the impedance test and all impedances were greater than 10,000 ohms. No impedance measurements were performed in the operating room or during the implant. It was unknown what factors may have led or contributed to the issue. It was later reported that the impedances were out of range (greater than 10 ,000 ohms) on conductors 4, 5, 6, and 7. At the last follow-up, the impedances gave the same results. The physician did a new programming and the patient felt the stimulation was not in the appropriate body side (left arm, not in the left hand). The actions/interventions taken to resolve the high impedance included reconnecting the extension again (no replacement). The impedances were ok. No further patient complication was associated with the event.